Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the customer files were reviewed. The alinity m runs associated with the customer's observations were valid, met assay specification requirements, and no error codes or flags were displayed for the positive control or negative control. The internal control and cellular control were valid for each sample. Sample ID (B)(6) received an error code (ec 9186: internal control failed) on the alinity m run performed on (B)(6) 2020. This sample did not receive a positive interpretation as reported in the complaint. There is no indication that alinity m sars-cov-2 amp kit (list 09n78-090) lot 509945 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 509945 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 509945. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 509945 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers. Complaint history review: the lot specific complaint history review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 509945 did not identify any additional complaint tickets related to discrepant results. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 509945 was not identified. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported 11 patient samples that generated a positive result with the alinity m sars-cov-2 assay but with geneexpert and cdc protocol were reported as negative. File analysis doesn´t show any evidence of instrument or handling issue that could explain the discrepant results. Local fas (field application specialist) was on site and performed laboratory monitoring for the presence of contamination. No contamination was detected. After discussion with the customer, fas agreed with customer to make a pool with all samples that gave discrepant results and rerun the pool on the alinity m system. This run was performed on october 9th and generated a negative result. Customer is convinced that abbott results were wrong, therefore patient results are "false positive". The positive results were reported to the clinicians in charge of these patients inside the hospital. The positive results were questioned because these patients had no symptoms. In the clinicians opinion there were too many positive results without any sign of the disease. All patients were transferred to a dedicated area in the hospital, reserved for covid positive patients where they were in contact with other true positives. There was no report of impact to these patients. None tested positive for covid since the transfer. As soon as negative results were received for these samples, the patients were moved out from the covid dedicated area. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.